Manufacturer narrative:
Initial and final MDR 1952604 - MDR 3003442380-2024-22691 - device 2 of 2.

Event description:
Reference number: (B)(4). Event occurred in united kingdom it was reported that patient faced infusion set tubing was leaking at directly at site event on 06-jul-2024 and 08-jul-2024.the infusion set has been used for 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information was available.